Event description:
Additional information was obtained indicating that this pacemaker was abandoned surgically.

Event description:
Additional information was obtained indicating that this pacemaker was abandoned surgically.